Manufacturer narrative:
On 01/19/07, the instrument had precision valve/pump motion errors which customer resolved and the lab continued to run the instrument. On the day of the event, qc was within specifications in the morning, but was out of specifications in the afternoon and precision valve/pump motion errors were posted to the event log. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced the wash pump assembly. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin(accu tni) results from 3 different patient samples that were generated by the unicel dxi 800 access instrument. Patient a, b, and c samples were tested for accu tni and results were: 0.72ng/ml, 0.76ng/ml and 0.88ng/ml for patients a to c respectively. The results were reported out of the lab. The customer re-tested the original samples for all 3 patients and the repeated accu tni results were: 0.01ng/ml, 0.02ng/ml, and 0.05ng/ml for patient a to c respectively. The customer reported that the patients were given coagulation preventative treatment. The customer did not receive any report of patient injury requiring medical intervention attributed or connected to this event.